Event description:
It was reported that a loss of capture was noted on the right atrial (ra) lead. X-ray showed micro dislodgement/perforation with small effusion. The ra lead was explanted without issues and replaced. There were no known adverse consequences to the patient.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and perforation. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The full helix extension length was measured within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tip stiffness values tested were within specification.